Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and drain difficulty during pd therapy. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection cannot be determined; however, there was no indication this patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though laboratory testing results were not provided, a decrease in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2024 during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius he was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and drain difficulty during ccpd therapy on the liberty select cycler at home. Laboratory testing conducted in the hospital was not reported to the outpatient clinic and the results remain unknown. The patient was diagnosed with peritonitis due to unknown etiology. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (dosages, frequency and duration unknown) to address the infection. The patient was able to undergo ccpd therapy on a hospital provided cycler until his pd catheter was removed in a procedure on (B)(6) 2024 due to the nature and severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (brand and model unknown) for the duration of the admission. The patient had an uneventful hospital course and was discharged home (exact date unknown). It was confirmed, though the exact cause of infection remains unknown, there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis following discharge with no immediate plan to return to pd therapy.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2024, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius he was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and drain difficulty during ccpd therapy on the liberty select cycler at home. Laboratory testing conducted in the hospital was not reported to the outpatient clinic and the results remain unknown. The patient was diagnosed with peritonitis due to unknown etiology. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (dosages, frequency and duration unknown) to address the infection. The patient was able to undergo ccpd therapy on a hospital provided cycler until his pd catheter was removed in a procedure on (B)(6) 2024 due to the nature and severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (brand and model unknown) for the duration of the admission. The patient had an uneventful hospital course and was discharged home (exact date unknown). It was confirmed, though the exact cause of infection remains unknown, there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis following discharge with no immediate plan to return to pd therapy.